Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a syncopal episode, fell and suffered a laceration on the head. Upon investigation, there were no treated or untreated episodes stored. The zones were programmed to 220 bpm conditional zone and 250 bpm shock zone. The physician reprogrammed the zones to 170 bpm conditional zone and 220 bpm shock zone. No additional adverse patient effects were reported.